Event description:
It was reported that during the patient's remote follow-up it was observed that the device had experienced an electrical reset. The device remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.